Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis due to the device being infected. The app was explanted and replaced with a new tactra penile prosthesis.